Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection issues occurred. Data was evaluated and the allegation was confirmed as a signal loss over 1 hour. The probable cause was not determined. The reported event of a connection issues is reportable based on the finding of a signal loss over 1 hour. No injury or medical intervention was reported.